Event description:
It was reported to philips that the customer observed bent battery pins in the battery pca. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pins 5 and 7 were both found to be bent and compressed.